Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of noise resulting in oversensing and inappropriate anti-tachycardia pacing were observed on the device. No intervention was performed at this time. The patient was in stable condition. Further information was requested but is not yet available.